Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, rev. A is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced anemia due to major bleeding. A blood transfusion was performed on (B)(6) 2021. The patient received approximately 4 units of red blood cells concentrate in a 24 hour period. The patient's international normalized ratio (inr) value was 2.4 and the platelet count was 42.2x10^4 per microliter. The patient was using warfarin and aspirin at the time of the event.